Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is not related to the device. ¿ erythema: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation. No further actions are required as no manufacturing issues are observed.

Event description:
The patient's healthcare professional reported "pain" and "erythema in the left breast", "with suspicion of 2nd lymphedema". The device has been explanted.

Event description:
Healthcare professional reported "pain and erythema in the left breast, with suspicion of 2nd lymphedema." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema. Continued e1 (email): (B)(6).